Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due infection (right). Sr njr number: (B)(4). First revision asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
After review of the reported event it was determined that this was a duplicate of 3010536692-2017-0057. The initial report 3010536692-2017-01278 should be voided.